Manufacturer narrative:
(B)(4).

Event description:
It was reported that the suture shuttle broke during the procedure. No patient impact was reported.

Manufacturer narrative:
Device is not a single use reprocessed device. Device investigation narrative - due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited (B)(4).